Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: the tip of the probe fell off inside the patient the failure(s) identified in the investigation is consistent with the complaint record. Based on the evidence obtained through the physical evaluation of returned probe it was confirmed that the tip assembly consisting of the electrode and partial part of ceramic broke off from the lumen. The probable root cause/s could be excessive force used when inserting of removing probe, probe inserted into obstructed passageway or any forceful impact to the tip of the probe with rigid objects. Probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub which may result the shaft deformation and deep scratch on the heat shrink.

Event description:
It was reported that the tip of the probe broke off inside the patients joint. The case was converted to open. All pieces were retrieved and the case was completed successfully.